Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Considering the evaluation result of the subject device omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of sonosurg mentions warning and caution. Never apply ultrasonic output while the grasping section is closed. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to fall.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was separated. There was no patient injury reported.